Manufacturer narrative:
Initial.

Event description:
It was reported that a user on the first day of ilet use experienced hyperglycemia after announcing and delivering insulin for a typical lunch of approximately 50 grams of carbohydrates; tubing was primed with visible drops and the infusion set was recently changed, and the medical device problem and component could not be determined due to insufficient information. Symptoms included hyperglycemia with associated hot flashes/flushes and confusion/disorientation. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component remained undetermined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.